Event description:
A smooth saline-filled mammary prosthesis was implanted into the pt in 2001. In the next month, the pt experienced joint pain, feet, hands, chest back, parvo virus, toe nails black, chronic fatigue, mental confusion and blurred vision.